Event description:
During a cryoablation procedure, it was noticed that there was heparinised saline slowly leaking from the valve of the flexcath stee rable sheath. No adverse event occurred.

Manufacturer narrative:
The returned device was visually and functionally tested and passed the inspection as per specification. The visual inspection showed that the shaft was intact with no apparent issues and the reported leak could not be reproduced. Many aspiration / injections were performed without having air bubbles or leaking through the valve.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.